Event description:
The laparoscopic ligature retractable l hook was noted by the surgeon to be broken. The broken piece was near the handle of the instrument. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.